Event description:
It was reported that the doctor suspects the pulse generator has premature battery depletion. The device has been implanted less than six years. Also the shock impedance was high but within normal limits. The pulse generator has been explanted and replaced. There were no additional adverse patient effects.